Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) via an implantable pump for spinal pain indications. The hcp reported that the patient had continued to hear beeping after refills. Patient initially refilled at the end of july; afterwards, continued to hear beeping. In august, the hcp checked the pump in person and noted no active alarms at that time, though the patient still reported hearing beeping at home. Patient presented again today for a refill; the hcp wanted to ensure the issue would not reoccur. Tech services guided hcp through checking for active alarms on the home screen during interrogation. Re-interrogation today showed no active alarms. Explained that the likely cause was that the active alarm had not been cleared on the home screen at the time of refill. Advised the hcp that for future refills, the hcp must acknowledge and clear the active alarm on the home screen to prevent post-refill alarms. The hcp confirmed understanding. No further issues noted.